Event description:
It was discovered that the endotracheal tube was "kinked" in the curve of th e pt's oropharynx. The pt developed high peak pressures and difficulty ventilating the pt via positive pressure and unable to suction down the et tube. Removed the et tube and replaced with another tube. Additionally, there was another case where the anesthesiologist was not able to intubate a pt who had a laryngeal grade one view because the et tube's stylette was soft it kept bending when attempting to place it.